Event description:
Dr. Implanted 8 patients with 2x7 sling mesh. Of the 8 patients, there was one incidence of vaginal wall extrusion and one incidence of urethral or bladder neck erosion. One sling was removed and "another one in phase of" being explanted.